Event description:
It was reported concerning a removal of distal tibia plate, (unknown plate) 3.5mm cortex screw, (unknown screw) and 3.5mm locking screw (unknown screw) to the ankle. Surgery revision was due to patient infection, inflammation and delayed healing. Original implant surgery date was on (b)(6 2013. Patient presented with infection and exudate. Anticipated treatment: antibiotic with possible fusion, or possible amputation. This report is for a unknown locking screw. This is report 3 of 3 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received.